Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per sales rep, the patient had revision due to pain. Left knee.

Manufacturer narrative:
An event regarding pain and revision surgery involving a triathlon insert. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical information was provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient information was provided. Further information such as return of device, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Per sales rep, the patient had revision due to pain. Left knee.